Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the olympus high definition lcd monitor was not presenting an image. Reportedly, this event did not occur during a procedure, so no patient involvement.

Manufacturer narrative:
The device was returned; however, the evaluation has not yet begun. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.